Event description:
The lead was returned for analysis.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture at maximum outputs. A lead revision procedure was performed where fluoroscopy showed that the lead had dislodged. The lead was explanted and replaced. There were no adverse patient effects reported. The lead is to be returned.

Manufacturer narrative:
The lead has not been returned as of today. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was thoroughly inspected and analyzed. Visual observation noted that the coils were kinked approximately 41.5 centimeters from the terminal pin. The lead was determined to be electrically continuous. The clinical observation was not able to be confirmed via laboratory testing.